Event description:
The reported issue of false positive crossmatch results on tango optimo s/n (B)(4) occurred with the application software v3.1 sp4. During the time of investigation the system was upgraded to the most recent software version 3.2, which is, compared to the previous one, more powerful in datalogging. When the customer again reported false-positive crossmatch results on (B)(6) 2011 with tango optimo s/n (B)(4), its decided to add this event to the already existing iti 0061. Instrument specific data was transferred to stratec biomedical systems. Due to the fact that software v3.2 provides features for an enhanced data analysis which should instantly be employed to shed light on the phenomenon reported with iti 0061 and because false positive crossmatch results with this specific software have initially been reported on (B)(6) 2011, a comprehensive root cause analysis cannot be provided today but will need some more time.